Manufacturer narrative:
In addition to the findings in b5, evaluation found the following: grip had discoloration, switch box had a scratch, air water cylinder had no color, suction cylinder had no color, scope cover unit was deformed, plug unit had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, scope case unit had corrosion due to water leakage, cable unit had corrosion due to water leakage, image guide protector had a cut, distal end was shaved, due to annual inspection, parts must be replaced, adhesive around objective lens had wear, and universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis exera iii duodenovideoscope for annual inspection. During device evaluation at olympus, foreign material was found inside the light guide lens. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material adhered to the area other than external surface of the device, the foreign material could not be removed by reprocessing. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around light guide (lg) lens peeled off and moisture entered lg-lens and corroded. The event can be detected by following the instructions for use (IFU) sections: IFU: tjf-q190v operation manual chapter 3 preparation and inspection states how to detect the event. Olympus will continue to monitor field performance for this device.